Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.

Event description:
A hospital nurse called to report that the customer had experienced dka; specific bg levels could not be provided as readings are taken with a meter other than the omnipod system's pdm. The nurse reviewed the pdm's history and found that, beginning the day prior to hospitalization, four boluses had been delivered; despite this, the customer still experienced dka. In addition, the nurse stated that the customer "had an occlusion and pod alarm" either two or three days prior to being hospitalized (this was also found per a review of the pdm's history). The pod will not be returned for evaluation.